Event description:
The customer reported an interlock failure. This error will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 transformer and power motor relay pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.